Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:degenerative disease procedure:open surgery it was reported that on an unknown date, post -op, the rod was broken. The patient had achieved solid fusion. No patient complication was reported as a result of this event.